Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a residue on the handle and in the flush tubing. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter packaging was opened, and it was noticed that a residue was present on the handle and in the flush tubing. The catheter was replaced, but the replacement catheter also had residue in the same locations. The sterile seals of the packaging were not compromised, but the substance was both loose on and embedded in both of the catheters. The second catheter was replaced with a third and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.